Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age and gender unknown) at 200 joules, but the device would not discharge using either the multifunction cable or the device paddles. The clinicians then obtained another device to successfully defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. Subsequent to the pt event, the facility's biomedical engineering department tested the device. The joule setting was at 200, but the device charged to 150 joules and discharged at 150 joules.